Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received from the clinical team on (B)(6) 2021 indicated that the event diagnosis was confirmed as cerebral infarction. The pi reported that the cerebral infarction was probably caused by intraoperative microthrombus formation. No action was taken for the microthrombus. It was reported that the patient has been asymptomatic. There were no alleged device malfunctions or performance issues associated with the enterprise 2 vrd. The enterprise 2 stent apposed to the vessel wall. There was no evidence of coil protrusion into the parent vessel. The 30-day follow-up visit was performed by phone on (B)(6) 2021. It was reported that the patient is doing well. Modified information received on (B)(6) 2021 was reviewed. Adverse event name ¿patchy hypodense foci in the right caudate nucleus and corpus callosum¿ was changed to ¿silent cerebral infarction¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # ==> (B)(4) updated sections on this medwatch report: g3, g6, h2, h6 and h10. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported via the empower study, a 59-year-old female (subject 05009/r0507) with a past medical history of hypertension and severe stenosis of right vertebral artery (v1 segment) underwent stent-assisted coil embolization of an unruptured right internal carotid artery (ica) posterior communicating artery aneurysm on (B)(6) 2021 and experienced mild patchy hypodense foci in the right caudate nucleus and corpus callosum on the following day. No action was taken. The patient is recovering from the event. The event was neither disabling nor associated with in-stent thrombosis or stenosis. Per the principal investigator (pi), the event was mild in severity and possibly related to the study device and study procedure and not related to dual antiplatelet therapy. The event was not considered serious. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 2.6mm and neck width 2.3mm. The parent vessel diameter was 3.59mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 16mm enterprise 2 (encr401612/11213052) vascular reconstruction device (vrd) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure raymond-roy score was class 1: complete obliteration. Routine neurological examination performed prior to discharge on 05 jul 2021 demonstrated hunt & hess grade 0 and modified rankin scale (mrs) score of 0. Additional information received from the clinical team indicated that the event diagnosis was confirmed as cerebral infarction. The pi reported that the cerebral infarction was probably caused by intraoperative microthrombus formation. No action was taken for the microthrombus. It was reported that the patient has been asymptomatic. There were no alleged device malfunctions or performance issues associated with the enterprise 2 vrd. The enterprise 2 stent apposed to the vessel wall. There was no evidence of coil protrusion into the parent vessel. Information regarding patency of the enterprise 2 stent is pending at this time. Real-time data entered in electronic data capture (edc) was reviewed. The 30-day follow-up visit was performed by phone on 04-aug-2021. It was reported that the patient is doing well. Modified information received on 12-aug-2021 was reviewed. Adverse event name ¿patchy hypodense foci in the right caudate nucleus and corpus callosum¿ was changed to ¿silent cerebral infarction¿. The device remains implanted; therefore, no further investigation can be performed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the lot 11213052. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction is a known potential adverse event associated with the enterprise 2 vrd and is listed in the instructions for use (IFU) as such. With the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the reported event. However, there are patient, procedural, and pharmacological factors may have contributed. There was no information provided to indicate a device malfunction or reason for considering the event to be potentially related to the device. However, the investigator believes the cerebral infarction was possibly related to the study device. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Patient identifier: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported via the (B)(6) study, a (B)(6) year-old female (subject 05009/r0507 with a past medical history of hypertension and severe stenosis of right vertebral artery (v1 segment) underwent stent-assisted coil embolization of an unruptured right internal carotid artery (ica) posterior communicating artery aneurysm on (B)(6) 2021 and experienced mild patchy hypodense foci in the right caudate nucleus and corpus callosum on the following day. No action was taken. The patient is recovering from the event. The event was neither disabling nor associated with in-stent thrombosis or stenosis. Per the principal investigator (pi), the event was mild in severity and possibly related to the study device and study procedure and not related to dual antiplatelet therapy. The event was not considered serious. The saccular aneurysm had the following dimensions: maximum aneurysm diameter 2.6mm and neck width 2.3mm. The parent vessel diameter was 3.59mm. Stent-assisted coil embolization was successfully performed with the implantation of a 4mm x 16mm enterprise 2 (encr401612/11213052) vascular reconstruction device (vrd) and unspecified coils. There were no reported intraoperative complications or study device deficiencies. Immediate post-procedure raymond-roy score was class 1: complete obliteration. Routine neurological examination performed prior to discharge on (B)(6) 2021 demonstrated hunt & hess grade 0 and modified rankin scale (mrs) score of 0.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional/modified information was received on 27-may-2024. Summary: regarding the adverse event of ¿silent cerebral infarction,¿ the outcome of ¿recovering / resolving¿ was updated to ¿recovered / resolved,¿ with an end date of (B)(6) 2022. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.